Manufacturer narrative:
The customer contacted siemens to report that a discordant, falsely depressed potassium test result was obtained from an atellica ch 930 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse put the instrument into the diagnostics mode and inspected the integrated multi-sensor technology (imt) module assembly to verify all the connections to the module were tight. The cse primed the imt module to verify proper fluid flow and found there were no restrictions. The cse ran the check 1 on the imt and quality control materials with acceptable results. The cause of the discordant, falsely depressed potassium test result is unknown. The instrument is performing within specifications. No further investigation of this instrument is needed.

Event description:
A discordant, falsely depressed potassium test result was obtained from an atellica ch 930 instrument. The initial result was flagged with a delta check error and not reported to the physician(s). The same sample was repeated and reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed potassium test result.